Event description:
Device malfunction: none. Symptoms. Ae: death. Time of symptoms: 11 days post procedure (stroke). 14 days post procedure (death). It was reported that 11 days post successful left internal carotid stenting procedure, patient experienced a stroke and died 3 days later. The patient presented to the hospital in 2006, after being found unresponsive, on the floor, in a pool of blood from multiple deep lacerations on her left forehead and temporal area. Further evaluation revealed significant anemia, right-sided neglect and aphasia. Same day, a CT scan was done showing infarct in the left occipital and posterior parietal lobes not seen on the last study (dated 11/13/05) and an infarct in the left frontal lobe. According to the site, this is not in the distribution of the original stent, as the stent was placed in the left internal carotid 42 days ago and the infarct was in the distribution of the vertebral arteries. Additionally, labs on the day of hospitalization showed hgb 9.1, hct 28. Following day, the patient was diagnosed, with cerebral vascular accident (cva) and gastrointestinal (gi) bleed and received a blood transfusion. The patient status was do not resuscitate and the pt expired 2 days later in the hospital. The cause of death is unavailable at this time. No additional information available.